Event description:
Allen medical received a repair request for a broken head positioner with a cracked cradle. The unit was received for eval. There was no pt injury associated with this complaint.

Manufacturer narrative:
The head positioner was received with severe breakage of the cradle/base of the unit -damage engineering concluded was likely to have been caused by damage or a drop incurred prior to the case. There were no component failures or mfg issues noted. This feedback was provided to the customer on (B)(6) 2010 and it was learned at that time that the break was first noted during use at the beginning of a case, when the cradle began to split. There was no injury resulting. No lengthy delay was noted - just pt involvement. The damaged head positioner was taken out of use and replaced.